Manufacturer narrative:
The zoll icy catheter was returned to zoll for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
A patient received ivtm therapy for fever management. The icy catheter (lot # 199200) was smoothly inserted into the patient's right femoral vein in a single attempt. No adjunctive temperature management or relative procedures were performed on the patient prior to the ivtm treatment. After 38 hours of treatment, following the rewarming phase at a rate of 0.25°c per hour, the thermogard system was set to fever management mode at 37°c. After this adjustment, the target temperature could no longer be sustained. The thermogard console generated an "air trap" alarm. In accordance with the instructions for use (IFU), the catheter was checked for leakage and subsequently removed. The customer suspected the 250ml saline infusion into the patient's bloodstream. Treatment was continued without the thermogard system. The console was verified to be functional. The current condition of the patient is stable, sedated, and ventilated. No patient injury was reported. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint of catheter leak was confirmed during functional testing of the returned icy catheter (lot # 199200). During the functional pressure leak test, a bonding leak was observed at the distal end of the medial balloon of the catheter. The probable root cause of the reported complaint could be a latent defect in the bond. During functional testing, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaint reported for the icy catheter with lot # 199200.